Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose levels. Technical support instructed the customer on how to press the button properly and assisted them in removing the case, but the issue persisted. Consequently, technical support arranged to send a replacement pump. The customer was advised to let the current pump¿s battery fully deplete before returning it and was informed about the steps to take with the new pump.